Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
It was reported that the insulin pump alarmed every time the prime is performed. It was stated that the piston continues moving forward after the reservoir makes contact and insulin squirts out. Advised the caller that the insulin pump would be replaced. No further information was provided.